Event description:
Customer reportedly received results outside of the meter reading range on the advantage system. No high blood symptoms reported. Customer did not provide the location where the malfunction occured. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Advantage system (meter, comfort curve test strip lot number 548728, expiration date 02/28/2007).

Manufacturer narrative:
The suspect product is the advantage meter.